Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) confirmed that fault logs analyzed. Pneumatic critical fault # 124 - atm pressure read fault recorded three times. Pim, pneumatic drive assembly, and all pcbas were inspected for blood or saline contamination. None found. Unable to replicate any power up failure. 30 psi transducers were re-calibrated. The unit passed all functional and electrical safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a high pitched alarm when iabp turned on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a